Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During explant due to patient condition, the header broke off from the device. The remainder of the device was removed and the patient was in stable condition.

Manufacturer narrative:
The device was returned with the header detached from the can. Tool marks were noted on the header and epoxy which is consistent with explant damage. Analysis performed, including thermal and mechanical testing of the device did not find any anomaly. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. The reported event of the header broke off from the device was confirmed.